Event description:
The nurse reported, the phaco tip was loose. The nurse stated, the system would prime and tune the handpiece with no problems noted. The nurse stated that at the end of tuning, the tip was loose. When the surgeon stepped on the footswitch, the tip would loosen completely. The company service representative was on site servicing another system. Additional info received from the company service representative stated, the surgeon wasn't tightening the phaco tip sufficiently. The company service representative reviewed this with the surgeon. The phaco tip was tightened and the surgery was completed successfully. The case was delayed 15-30 minutes while troubleshooting the issue. No pt injury was reported.

Manufacturer narrative:
The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is likely a loose tip due to the surgeon not tightening the phaco tip sufficiently. (B)(4).